Manufacturer narrative:
The ge service rep conducted an onsite investigation. The extension sensors were replaced. The system operates as intended.

Event description:
The customer reported that the system lost motorized motion and would not perform fluoroscopy. No pt injury was reported.